Event description:
Boston scientific received information that oversensing was observed, which could have led to the inappropriate delivery of therapy. The pg was programmed to tachy mode other than monitor + therapy to prevent the delivery of inappropriate therapy. The patient is being monitored in the hospital, and a revision procedure will take place within the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This pg remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received. This patient attended to a lead revision procedure. It was observed that there was fluid that passed through the seal plug. No damage was noted. Therefore, silicone was used to correctly seal the plug. Measurements were taken after the sealing and were correct. No adverse patient effects reported. Printouts were sent to technical services (ts) for review. Ts discussed there was observation of noise oversensing, which did not result in pacing inhibition of greater than 2 seconds. The noise was most of the time related to myopotential.